Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were visited to emergency room due to low blood glucose on unknown date with blood glucose of 32 mg/dl. The customer's current blood glucose was 78 mg/dl. The customer did experienced the symptoms such as sweating, shaking, weakness and fatigue. The customer was treated by juice, glucose tablet and carbohydrates. Customer has been using insulin pump system within 48 hours of reported low blood glucose event. The customer was using auto mode at the time of incident. Customer alleging that insulin pump was over delivery because high and low blood glucose level kept happening. No further complications were reported. Troubleshooting was performed. The customer will continue to use the device. Unomed inf set,ozp-mmt-7020-snsr.